Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with dianeal pd4 unknown bag and physioneal 40 unknown bag therapies. This is one of multiple reports from the same reporter. On (B)(6) 2011, the patient began treatment with dianeal pd4 unknown bag, 3 bags/night and physioneal 40 unknown bag, 4 bags/week intraperitoneally (ip) for automated peritoneal dialysis (apd). On (B)(6) 2011, the patient experienced recurrent peritonitis, manifested by cloudy effluent and abdominal pain, requiring hospitalization. In (B)(6) 2011, the peritoneal dialysis (pd) catheter was removed and dianeal and physioneal were permanently discontinued. The nurse considered both events of peritonitis medially significant. The cause root cause of the bacterial peritonitis with (B)(6) to be unknown. At the time of this report, the recurrent peritonitis had not resolved. It was unknown to the nurse whether the bacterial peritonitis with (B)(6) and recurrent peritonitis were related to dianeal pd4 unknown bag and physioneal 40 unknown bag therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The cause of the reported condition of peritonitis is unkown.